Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 at 9:20 pm, the patient's wife found him unconscious. His blood glucose level was 37 mg/dl. She gave him a soda and an injection of glucagon. She called for an ambulance. At 9:40 pm, his blood glucose level was 38 mg/dl when the emergency doctor measured it. He was treated with an IV of glucose and ten minutes later his blood glucose level was 98 mg/dl. The patient was still disoriented. They drove him to the hospital where he was admitted to the intensive care unit. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.